Event description:
The following has been reported: constant air in cassette alarm even when swapped cassette's. An initial review of the device logs reveals the following: mechanical hardware failure (av spring cage) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Upon investigation, the complaint of unable to detect cassettes was confirmed. Fva pins demonstrated some actuation upon inserting a cassette but would not actuate the secondary fva pin. Upon internal investigation, the fva pins had some residue on the pins on both the top portion and bottom portion of the pins. Fva pins were cleaned off with 70% alcohol. It was noted that the fva ribbon cable had been pinched on the connectors. After reassembly, pump still had actuation problem with the fva pins. A new fva ribbon cable was put in place and fva pins still did not actuate appropriately. A new encoder board was put into pump as well, and fva actuation still did not work properly. The pump was reverted into manufacturing mode to test fva functionality with the new encoder board and ribbon cable. Functionality test failed. Fva motor assembly and av flex cable will be replaced during repair.